Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted that the drug collar was missing from the lead tip. Based upon the laboratory findings, investigation determined the tip of the lead became detached due to a combination of factors including manipulation during removal, lead design, and patient anatomy.

Event description:
It was reported that the patient developed an unrelated infection of the lower limbs (details not provided). The patient had not needed pacemaker support since implant (not dependent) and the physician elected to prophylactically explant the pacemaker system. The lead was returned, and it was observed that the drug collar was absent.